Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device. The explanted pump was returned with the driveline cut approximately 9.5 inches from the pump end bend relief. The severed portion of the driveline was returned. Upon disassembly, examination of the distal side of the inlet stator revealed a red, denatured tissue-like thrombus adhered around the bearing cup. The laminated structure and areas of denaturation of the thrombus indicate that this thrombus likely formed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of this formation could not conclusively be determined through this evaluation, it could have contributed to the reported hemolysis, and elevated pump power and flow. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline extending from the pump housing and the severed external portion did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 18 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted on (B)(6) 2017 due to high estimated pump flows and pump powers, with an isolated elevated lactate dehydrogenase (ldh) level of 982 u/l. Repeat ldh readings were between 300 and 400 u/l. The patient experienced hemolysis and was subtherapeutic on warfarin with an inr of 1.7. The patient was treated with a lovenox injection, a 7.5 mg dose of warfarin, and a bivalirudin infusion. On (B)(6) 2017, persantine was started and warfarin was held. The patient was upgraded to transplant status 1a. No additional information was provided.

Manufacturer narrative:
It was initially reported that the patient was listed for transplant and that the device would not be returning. Subsequently, a pump exchange was performed. The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that on (B)(6) 2017 a pump exchange was performed for suspected pump thrombosis.